Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the lens remains implanted. The complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion of an intraocular lens, model pcb, the back haptic of the implant remained in the injector. As a result, the patient required additional subconjunctival injection anesthesia of lidocaine due to longer operational time with a delay in procedure of 15 to 20 minutes. Patient does not show any side effect. All information available were submitted. Visual acuity pre-operative: 9/10, visual acuity post op: 6-7 / 10.